Event description:
During a coronary stent procedure of the rca with a shepherds crook take off, the physician was unable to cross the lesion. While attempting to retract into the guide catheter, the proximal edge of the stent got caught on the guide catheter. The entire system was removed and it was noted that the stent had moved on the delivery balloon.